Event description:
It was reported that the implantable neurostimulator (ins) was explanted. It was stated that there was an electromagnetic interference issue, pain, and loss of stimulation/therapeutic effect (less than 50% therapy relief) on the left side of the body. It was noted that the right ins turned off "regulatory (several times a week)." The patient reportedly noticed it when he was adjusting his "hi-fi unit." After the first incident, the patient got a patient programmer to turn on the ins by himself. It was stated that the device was replaced. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.